Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed that the error code "e433 - internal hardware error" is being displayed and that the esg-400 electrosurgical generator subsequently restarts itself. The cause of this malfunction is a defective transformer tr1 on the generator board. Therefore, this event/incident was attributed to component failure. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. Furthermore, a detailed risk assessment regarding this issue was performed and the risk to patients, users, and/or third parties was evaluated as acceptable. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure the hf generator displayed error message e433 after the mode was switched from bipolar to monpolar. After the error message occurred the user changed to another similar device and completed the procedure. There was no report about an adverse event or patient injury.